Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device is being filed under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The plunger, suture, link, needles and cuffs were not returned, without the return of these components, the reported needle to cuff miss could not be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Seven unused representative samples with the same part and lot number were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing issues or abnormal observations were detected. A root cause for the reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 5fr sheath, after a balloon angioplasty procedure. Reportedly, a cuff miss occurred. A second proglide was used with the same results. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.